Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit had intermittent button response and button error alarm due to corroded keypad traces. No moisture damage under the lcd screen, electronic assembly or motor noted. The following physical damage was noted: cracked casing at a display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her daughter went boating while wearing the insulin pump and the device got wet; the device was submerged in the water. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.